Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 4.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the center of the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
Corrections (b5) include what was initially reported and the corrected information of quantum maverick balloon catheter initially reported and the correct device should have been a sterling balloon catheter. (D1)brand name corrected from quantum maverick to sterling. (D2a) common device name corrected from catheters, transluminal coronary angioplasty, percutaneous to catheter, percutaneous. (D2b) pro code (product code) corrected from lox to dqy. (D4) model number corrected from 7015 to 24700. (D4) lot number corrected from 0026928291 to 0026928297. (D4) catalog number corrected from 7015 to 24700. (D4) unique identifier (UDI) # corrected from (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 10.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.